Event description:
It was reported that, when the user inserted a swan-ganz catheter after placement of the sheath, blood leaked from the hemostasis valve and flew back into the cath-gard. Therefore, the sheath was removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned one psi sheath and the lidstock for evaluation. The stopcock was also returned. The dilator was not returned. Visual analysis of the psi and the stopcock did not reveal any defects or anomalies. The hemostasis valve was tested for leaks. The psi was attached to the lab leak tester with the distal end of the sheath occluded and pressurized to 42kpa for 30sec. Then a lab inventory dilator was inserted into the sheath and was pressurized to 42 kpa for 30 sec. This process was repeated at 21 kpa. No leaks were detected from the hemostasis valve during any of the testing performed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur, and inner seal is protected from contamination". The customer report of a leak in the hemostasis valve could not be confirmed by complaint investigation of the returned sample. The psi passed all relevant visual and functional testing, and a device history record review did not reveal any relevant findings. No leakage was observed when leak testing the device. Based on the customer report and functional inspection, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, when the user inserted a swan-ganz catheter after placement of the sheath, blood leaked from the hemostasis valve and flew back into the cath-gard. Therefore, the sheath was removed and replaced with a new one. No harm to the patient was reported.